Manufacturer narrative:
There was no patient involvement. Sorin group USA received a report from sorin group (B)(4) that during the preparations to ship the product, the incorrect IFU was discovered inside the box. There was no patient involvement. The product will not be returned to sorin group USA, as it was reworked to include the correct IFU and has been shipped to a hospital. This issue was found to affect one lot. Field action 1718850-01222016-002-c was issued to provide the correct IFU to all customers who received affected product. The investigation is ongoing. A follow-up report will be sent when the investigation is complete. Product required for hospital.

Event description:
Sorin group USA received a report from sorin group (B)(4) that during the preparations to ship the product, the incorrect IFU was discovered inside the box. There was no patient involvement.

Manufacturer narrative:
Sorin group USA received a report from (B)(6) that during the preparations to ship the product, the incorrect IFU was discovered inside the box. There was no patient involvement. The product will not be returned to sorin group USA, as it was reworked to include the correct IFU and has been shipped to a hospital. This issue was found to affect one lot, which was placed on quality hold. Field action 1718850-01222016-002-c (z-number: z-0813-2016) was issued to provide the correct IFU to all customers who received affected product. Sorin group initiated a CAPA (B)(4) to investigate this issue internally. All affected product was either reworked per the quality hold, or the correct IFU was provided to the customer. All product for this lot number has been corrected through these actions. The personnel responsible for verifying the part numbers, revision and quantities of the IFU for this lot were identified and retraining has been performed. Photographic inspection.